Event description:
Patient reported breast feels "painfully hard and looks abnormal due to capsular contracture,¿ baker grade IV-ndr. Patient later reported deflation. Healthcare professional later reported "deflation". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Information contained in this report was previously submitted through asr / psr on 18-apr-2016.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Pain-ndr: unable to observe since it is a medical event and is not related to the device. Deflation: observed one opening assessed as fold flaw opening and one opening assessed as surgical damage. As per the investigation procedure crease, particle and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side breast feels "painfully hard and looks abnormal due to capsular contracture baker grade IV-ndr." Patient later reported deflation. Healthcare professional later reported "deflation". Device has been explanted.